Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the pressure dome of the o2 flowmeter suddenly burst at the beginning of a surgical procedure. A nurse was hit into the eye by one uncontrolled moving particle. The particle has been removed immediately and, no other adverse health effects have reportedly occurred.

Manufacturer narrative:
The pressure dome involved in the event was returned to manufacturer and has been visually inspected. Cracks and material defects could be found in the area of the thread at the bottom where the dome is mounted to the flowmeter body. Reportedly, the reprocessing is performed by wiping disinfection using "incidin plus" as a disinfectant. The formulation of incidin plus contains a significant amount of alcoholes which are known to cause material cracks in polycarbonate plastics the dome is made of. Breaking as a result from chemically-induced stress cracks is a phenomenon that develops over time and, clear indications of the deterioration can be found already a certain time before the breaking finally occurs. The IFU for the flowmeter contains warnings that the dome shall be inspected prior to use and that the flowmeter must not be further used if cracks in the dome material can be observed. It is explicitly mentioned that alcohols are incompatible to the plastic material and that disinfectants containing alcoholes must not be used for reprocessing due to their potential to cause stress cracks. Additionally, the plastic material the pressure dome is made from is listed in the IFU which would enable a reverse search starting from data published by plastic resin manufacturers in regard to chemical resistance of their products. Consequently, dräger gives recommendations and lists a certain number of disinfectants which have been validated for their material compatibility with the flowmeter. It is finally concluded that the user did not observe the manufacturer's warnings and recommendations which indeed contain an appropriate level of information to avoid events of such nature. The particle that was thrown into the operator's eye could be removed immediately; it was reported that the incident did not result in any further adverse health effects.

Event description:
Please refer to initial MDR #9611500-2016-00214.